Event description:
It was reported they had concerns with their deep brain stimulator (dbs) therapy. Their body did not feel right since the implant. There was a ¿wire sticking out of place¿ since the implant and the wire was hanging below the implantable neurostimulator (ins). It looked like ¿a box with a nipple on it¿. They had tried to increase/decrease the voltage but it would not work to treat her symptoms. They had trouble keeping her head straight and walking. The ins was more raised than previous implants and the dermatologist ¿was shocked by the difference in appearance of her new battery implant.¿ the physician had concerns about her implant. Additional information received reported there had not been any explant and one is not planned. They were a dystonia patient and the difficulty keeping her head straight and walking was related to that. It was not a side effect of the stimulator. The patient wished for the stimulator to provide better control so they were given the contact information to another neurologist to evaluate her programming and general dystonia management. The patient was unable to be reached. There was not ¿an event that led to this¿ but it was more of a slow return of symptoms. The patient was not pleased with the aesthetics of the positioning of her current implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3387-40, lot# j0519663v, implanted: 2005 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension (B)(4).

Event description:
The consumer whose indication for use was dystonia and movement disorders reported that last summer they had replaced the stimulator but had put it in backwards and upside down and it aesthetically looked bad. The wires were put on top of the battery instead of behind it. The patient was told at first this was swelling and then that it was her bra that was making it do that. The patient's central nervous system had not been the same or very good since. It looked atrocious and was triple the size it should be and the device had not worked well since the implant. The implantable neurostimulator (ins) had not alleviated the patient's symptoms at all since being implanted.